Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft0763 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "on (B)(6) 2022, during the PICC implantation for the patient. The patient felt pain when sheath went into the blood vessel, and the insertion was difficult. Pulling out the sheath found that the tip of the tube was torn. Cut off the tip tear with scissors. Continue to use at the place, and then insert smoothly."